Event description:
The hospital reported that during a coronary artery bypass procedure, when the surgeon inserted the ultima activator drive into the sternotomy and cranked it open, it jammed and would not budge in any direction to open or close. It had to be removed from the sternum very forcefully by the surgeon. The device was given to the maquet territory manager sales representative where it took everything he had to free it from its locked position. He disassembled it, washed it, then inspected it; however, the device appeared to be in good working order. He re-assembled the device and it functioned as normal. Another unit was used to complete the case without further incident. No patient complications were reported by the hospital. This incident was closed on (B) (6) 2008, but was reopened on (B) (6) 2008, and re-assessed as an MDR reportable event upon receipt of maquet's medical director's assessment on (B) (6) 2008, stating, "the procedure described to extract the retractor from the chest is a surgical intervention. Also, since the procedure required expanding the chest more than needed during a normal surgery, the patient was exposed to a higher risk of permanent damage of nervous structures and ribs fracture. However, no adverse consequences for the patient have been described in the event reported".

Manufacturer narrative:
Investigation results: the visual inspection showed that rust was present on the drive. A retractor blade set was attached to the drive. The blade set locked and unlocked from the ultima drive with no non-conformities found. When the handle was rotated, the sliding block was able to move along entire rack. The left sliding block and the spud drive assemblies were disassembled from the rack. Galling was present inside the sliding block (large and small pinion holes) and the spud drive and the bearing surfaces. Galling is an indication that the user had encountered problems when turning the handle. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).